Manufacturer narrative:
The insulin pump was received with no cracks on reservoir tube area. The pump was received with slightly loose retainer, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly stained serial number label, severely faded serial number label, severely faded end cap address label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir compartment was cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.